Event description:
Bair hugger at foot of or stretcher came in contact with leaking fluid on floor around bair hugger. Machine started making noises like a decrease in power. Rn checked machine, saw smoke, then flames that came out of the plug at back of the machine, unplugged machine and sent it to biomedical engineering. Pt sustained no injuries.